Manufacturer narrative:
Initial report stated; "a field service engineer replaced the faulty power supply module in the system." Module replacement was performed during previous service call and not during the repair for this event. Only the defective power cord was replaced.

Manufacturer narrative:
System shutdown was due to a defective power cord. The system performs within specification after power cord replacement. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
A field service engineer replaced the faulty power supply module in the system. The engineer also checked the continuity of the power cord and found that sometimes it lost connection when agitated. The faulty power cord was replaced. The system performed well after replacements and was released for clinical use. The faulty power supply and power cord were both scrapped locally by the field service engineer. No system components will be returned for evaluation. The device history was reviewed and found to meet manufacturing specifications. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that the system shut down unexpectedly during operation.